Event description:
It was reported that the tesio catheter couldn't be removed. The catheter has been implanted for five years. The pt will undergo a cardio-surgical operation to remove the piece of the catheter that remained inside.